Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v546412, implanted: (B)(6) 2010, product type: lead. Product ID: 3093-28, lot# v546412, mplanted: (B)(6) 2010, product type: lead . (B)(4).

Event description:
The health care provider via the manufacturer representative reported that 8 pairs of electrode impedances were greater than 4000 ohms. Impedances were conducted at default settings initially and then at 2v and 300 microseconds and the same pairs were still greater than 4000 ohms. Pairs with case and 2 and case and 3 were in normal range. The patient was first seen by their managing health care provider (hcp) in (B)(6) 2015 for a loss of therapy. The patient notified the hcp of a break in their lead that had been discovered the previous year by their implanting hcp. At that time the patient was programmed to 1v, 201 microseconds, and 14 hz using case positive and 2 cathodes. The patient was using electrodes at that time that were showing as open circuits on the impedance check. The patient was reprogrammed in (B)(6) to try to address the therapy issue using 0.6v, 210 microseconds, 14 hz, with case positive and 2 and 3 negative. The hcp configured the therapy to include the only viable electrode pairs. Since the reprogramming session, active therapy had been consistently delivered and the patient's symptoms were well controlled. The patient had their stimulation off earlier this year, but it was not known how long the patient had stimulation off. The hcp called the manufacturer representative's attention to the patient in (B)(6). They were planning on doing a lead revision,but weren't sure whether to replace the implantable neurostimulator (ins) or not. The longevity calculation was 89 months on the clinician programmer and the patient had already had the ins for 5 years. The hcp was expecting to replace the ins in the (B)(6) 2015. In (B)(6) , the patient had had been on continuous therapy since their last visit in april and remains satisfied with symptom control. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Event description:
Additional information from the health care professional (hcp) via the manufacturers representative (rep) reported that device interrogation delivered impedance readings > 4000 on all but two circuit pairs, which was not resolved with repeated interrogation, adjusting amplitude and pulse width as follows: 1.0 / 210, 1.5 / 210 1.5 / 300, 2.0 / 300. The patient was implanted by a different physician who identified and reported impedance readings >4000 on majority of the electrode pairs months prior to the report. Since that reprogramming visit, the patient reported stable management and symptom control. The patient had a second follow up appointment in (B)(6) 2015 which was when the current hcp notified the rep about the previously reported impedance >4000. They confirmed the alleged impedances. Because the battery had been implanted since 2010 with no apparent interruption in active therapy for the duration, they thought the estimation of longevity was somewhat extraordinary. The patient was well managed with active therapy; there was no intervention to date. A lead revision may be warranted but the physician and patient would rather address the revision in a combined procedure with the battery replacement when necessary. The issue was not resolved at the time of the report. There was no surgical intervention done and it was unknown if surgical intervention was planned.